Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the screen displayed a power handle error. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The product analysis detected an additional condition that was not related to the reported issue: the rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. The most likely root cause could not be established from the information available. This issue can occur on the damage to the 44-pin cable would result in the handle performing unexpected resets due to the ground trace on 44-pin flex cable damaged due to the rear handle housing pushing against the flex cable internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during demonstration on a lower anterior resection, a handle error showed on the display of the device. Another device was used to complete the case.